Manufacturer narrative:
Hollister received this mw5078029 through the FDA's medwatch program in addition to the account reporting this directly to hollister. A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. Unknown if there was facial edema or fluid shifting during the anchor fast usage. Although the exact frequency of the anchor fast shuttling is not known, susan said it may not have been as often as q 2 hrs as per the anchor fast guard IFU. The facility has been using this device for 2-3 years and have received some inservicing but wants more. Hollister sales rep will provided the additional inservicing.

Event description:
It was reported that an anchorfast guard endotracheal tube holder was placed on a patient on (B)(6) 2018.  On patient (B)(6) 2018, a linear stage iii pressure injury was observed on the philtrum (upper lip) area. The area was red and moist with yellow slough present. The treatment for the injury was to cleanse the area, use santyl and apply non-adhesive dressings. The patient expired due to causes unrelated to the upper lip injury prior to the resolution of the reported injury.